Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not receiving coverage of the back of their right lower extremity. They were seen by a consultant who obtained an x-ray that showed no movement. They thought that the lack of coverage might be due to scarring around the lead. The patient was listed for lead revision.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) product type lead product ID 977a275 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 11-apr-2029, UDI#: (B)(4).product ID: 977a275, serial/lot #: (B)(6), ubd: 15-apr-2028, UDI#: (B)(4). G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.